Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Initially, the caller could not resume insulin therapy, but after consulting with technical support, they were able to deliver a bolus successfully and intended to try loading the cartridge again once the insulin reached room temperature.